Event description:
It was reported that patient's right ventricular (rv) lead was explanted for unknown reason. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.